Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Contact information was requested but not provided by the customer. As such, additional information including regarding the patient or subject sample cannot be obtained. The device has not been returned to the manufacturer for evaluation. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors.

Event description:
It was reported by medwatch intravenous thrombolysis (ivt) placing PICC to rue per medical doctor (md) order. The procedure progressed as expected until it was time to "break" the peel away sheath of the introducer. Upon cracking the connector of the peel away sheath, one red half (left) stayed attached to the gray peel away half, but the right half of the red portion fell off in the registered nurse (rn)'s hand. The only way to peel the sheath apart was to manually pluck the gray peel away portion from the PICC and tear it to remove (completed successfully without any complication to the patient). The PICC completed in expected fashion.